Manufacturer narrative:
The insulin pump was received with prime error alarm during prime test due to moisture damaged inside force sensor resistor. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system, and the customer was unable to clear the alarm with esc and act. The insulin pump will be returned for analysis.